Event description:
Implant broke during the surgery. There was no adverse consequence reported.

Manufacturer narrative:
Functional testing confirmed that the implant conforms to memometal specification. User error is suspected. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting form the acquisition of memometal technologies by stryker corporation.